Event description:
According to the facility, on (B)(6) 2025, there are "cracks in the circuit after being attached to a patient, following successful passing of safety check and patient induction. Anesthesia machine notifies of circuit leak and extreme reduction in ability to ventilate patient." Per the facility, "circuit is immediately replaced. No major harm, however patients had reduced oxygenation due to extreme reduction in ability to ventilate."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, there are "cracks in the circuit after being attached to a patient, following successful passing of safety check and patient induction. Anesthesia machine notifies of circuit leak and extreme reduction in ability to ventilate patient." Per the facility, "circuit is immediately replaced. No major harm, however patients had reduced oxygenation due to extreme reduction in ability to ventilate." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.